Event description:
Philips received a complaint by the field service technician on the v60 indicating that water entered the device when the device was connected to the oxygen (o2) hose to apply oxygen supply pressure while running. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The field service technician evaluated the device and discovered that water entered the device when the device was connected to the oxygen (o2) hose to apply oxygen supply pressure while running. Indication of water was found throughout the entire gas path. The field service technician therefore replaced the blower assembly and flow sensor assembly, confirmed that the software version was 3.20, conducted a comprehensive inspection, cleaned the device, performed functional testing, and returned the device to service as there were no abnormalities. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) .